Event description:
Complainant alleged that, while attempting to treat a pt, (age & gender unk), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.